Event description:
It was reported that during a visceral surgery procedure, there were malformed clips. The clips fired but did not close. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the device a was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the device b was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # h90n1e. Expiration date: 02/2016. Manufacturing date: 03/2011.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information:multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information anticipated, but unavailable at this time.